Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly. Unable to verify e/a alarm unspecified due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading went up to 33.3 mmol/l. Customer reported that they took bath with insulin pump and it had an unknown error. Customer was not able to clear the alarm. Customer was treated for their high blood glucose with manual injection. The customer reported that insulin pump had blank display and not able to complete self test. The insulin pump will be returned for analysis.